Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography procedure (ercp), inflation difficulties were encountered. While trying to inflate the extractor rx retrieval balloon in the common bile duct, the balloon would not inflate. The procedure was completed with another extractor rx balloon. No pt complications occurred. Pt status is satisfactory.